Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted.

Event description:
Territory manager reported the dentist fitted a low profile angled abutment on a short implant in the patients mouth, but the patient came back with an infection at which point the dentist realized the abutment had not seated properly. The doctor proceed to remove the low profile abutment, place a healing abutment and wait for healing to allow solution in the soft tissue. The implant was not removed. Doctor has confirmed the infection was only gingival, there was a bit of infection and removed the angled abutment and replace it with a healing abutment and start afresh. Implant is fine still in patient´s mouth.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
No further event information is available at the time of this report.

Event description:
Territory manager reported the dentist fitted a low-profile angled abutment on a short implant in the patient¿s mouth, but the patient came back with a gingival infection (peri-implant mucositis) at which point the dentist realized the abutment had not seated properly. The doctor proceed to remove the low profile abutment (angled), a curettage was performed and a healing abutment was placed. The doctor wait for healing to allow solution in the soft tissue and then, a straight abutment was placed. The implant remains placed.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). This follow up is being sent to update complaint description after follow up with the doctor, therefore b5 updated with new information included.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Two low profile abutment was returned for investigation. Visual evaluation of the as returned product identified signs of use but no apparent signs of malfunction. An additional/reported implant (boes605) was not returned. Functional testing was performed with the reported and returned products. The reported lpac4217 passed functional testing as they properly assembled to the reported and returned boes606.no pre-existing conditions were noted in the per. The devices were intended for tooth 26. X-ray & picture evaluation: x-ray or picture images were not provided. Review of appropriate documentation: document reviewed: biomet 3i restorative products IFU (p-iis086gr) rev f - october 2019. Biomet 3i dental implant IFU (p-iis086gi) rev h ¿ july 2021. Information identified: contraindications, warnings, precautions and potential adverse events. Per the applicable IFU, improper technique and patient factors may lead to device failure. DHR review: DHR review had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. Product was conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Sterilization record review: sterilization records were reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review: complaint history review was performed for the reported lot for similar event and no other complaint was identified. Post market trending review: december post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information and functional testing, device malfunction did not occur for the reported product. The reported event could not be verified since the boes605 was not returned and since infection is a medical condition and the exact details of event and patient anatomical conditions were nonverifiable.

Event description:
A curettage was performed and a healing abutment placed. Then after healing collar and period to heal an straight abutment screw was placed.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).